Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information via literature review that a study was performed to evaluate percutaneous aortic valve implants under sedation. The study population included 12 patients (predominantly male with a mean age of 83 years), all of which were implanted with a medtronic transcatheter bioprosthetic valve (serial numbers not provided). Three had the procedure under general anesthetic and nine under sedation. There were no differences between the groups in terms of comorbidities and clinical characteristics. There were no significant differences in procedural success, procedure time, or hospital stay between the two groups. Among all patients, three patients required a permanent pacemaker following the procedure, either prophylactically due to long pr interval and lbbb (1) or because of complete heart block (2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.